Manufacturer narrative:
Results: bdj received an actual sample and received 5 photos from the customer facility for investigation. Based on the evaluation of the photos, bd observed damage to the lip of the tube. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that bd vacutainer® sst tube had damage to the lip of the tube. No serious injury, no medical intervention.